Manufacturer narrative:
The bed was inspected by the arjo engineer who found the problem was related to the actuator malfunction. It was established that the backrest lowering might be related to the coupling mechanism malfunction. During normal operation, 2 components of the backrest section are responsible for the movement: actuator and the gas spring. They allow the backrest to work in 2 modes: - electrical mode- in which the backrest actuator is responsible for lowering and raising the section; - CPR mode - when the CPR handle is activated the actuators strings moves the thread (part of the coupling mechanism) and disconnects it from the shaft (the elecrical mode of the actuator is turn off). Then the backrest lowered freely and consistently, because the gas string takes the movement responsibility. In the complaint at hand, the backrest actuator did not hold the position and it lowered unintentionally, therefore it has been deemed that the issue is related to the thread that disconnected. Arjo device failed to meet its performance specification when the unintended backrest movement occurred. The device was not used for patient treatment when the malfunction was noticed. The complaint was assessed as reportable due to the allegation of the unintended bed movement.

Event description:
Following the information gathered the backrest section lowered without any command given. The malfunction was found during the quality check in arjo service center. There was no customer allegation during the pick up of the bed. There was no indication regarding the patient involvement. No injury was claimed.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.